Event description:
Received information that load filling was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 150 units of cold insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.